Manufacturer narrative:
Follow-up submitted to report that joerns, the manufacturer, is responsible for regulatory reporting.

Event description:
It was reported via repair work order that the bed controls were not functional as the bed needed to be reset. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Customer to perform own repairs. Customer to perform own evaluation.

Event description:
It was reported via repair work order that the bed controls were not functional as the bed needed to be reset. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.